Manufacturer narrative:
H11: the device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with homechoice claria were reviewed. The review showed the most recent treatments from (B)(6) 2024. There was no indication of an iipv event or evidence of a device malfunction that could have caused or contributed to the reported event. There was no evidence of a hardware defect or device malfunction that could have caused or contributed to the reported patient death. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away. The cause of death was not reported. The patient was not hospitalized prior to death. It was not reported if an autopsy was performed. Pd therapy was ongoing at the time of death. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.